Event description:
Patient in clinic for administration of paclitaxel IV - infusion pharmacy prepared dose with b. Braun infusomat low absorption tubing - during the infusion drug started to leak around the gray area of the drip chamber.